Event description:
It was reported the patient had deep and superficial cellulitis at the catheter implant site; on the skin/scar where the intrathecal catheter had been implanted. The catheter was explanted and the patient was hospitalized. It was reported the patient was still in the hospital on the day of report. It was noted the patient had a history of multiple lumbar spine surgeries and osteomyelitis which affected the lumbar spine. It was later reported the cellulitis was developed at the catheter implant site and deeper at the spine. It was reported this was not related to the pump but the pump was explanted and the patient received treatment. The device system had been used to deliver fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product type: catheter. (B)(4).